Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was hospitalized with a serious injury and had a surgery. The caller stated that patient¿s ins was turned off during the surgery, it was off for about a day and then turned back on. Patient had a foley catheter during her stay at the hospital. Caller reported that the patient had events of wetting the bed during the patient¿s hospitalization. Since hospitalizations patient has had issues with retention and they took 700 cc of urine from her yesterday. The possibility of a uti had been ruled out. Patient has special needs and the caller reported that they think patient is sensing that she had to urinate, but can¿t when patient tries. It is unknown if the patient had any sensation with the stimulation. Patient had been using 1.1v for most of the time they have had the ins and they had not gotten the system checked for a long time as the patient had done well with it. Caller was advised to follow up with healthcare professional (hcp) to check the ins, and also advised imaging of leads to make sure they are in proper position. No further symptoms reported. No complications reported. **omitted information regarding the details of patient¿s hospitalization and reasons for hospitalization are medical reviewed**.